Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, the light guide connector detached was unable to be specified. Presumably, the event was caused by improper handling and application of excessive force, impact to the device, like fall, shock, or similar stress. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the telescope exhibited a detached light guide connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.